Event description:
It was reported that the guidezilla was fractured. The 95% stenosed, 28-32mm x 3.0-3.75mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was fractured. The device was simply removed from the patient's body without any intervention. No fragments of the guidezilla remained in the patient. The procedure was completed with another of the same device. No complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube and collar was microscopically and visually inspected. Visual inspection revealed separations at the strain relief/hypotube and to the distal shaft at the collar. The handle and distal shaft are missing. The returned portion measures approximately 122.9cm long. There are kinks to the hypotube 35cm and 88cm from the separation at the strain relief. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the guidezilla was fractured. The 95% stenosed, 28-32mm x 3.0-3.75mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was fractured. The device was simply removed from the patient's body without any intervention. No fragments of the guidezilla remained in the patient. The procedure was completed with another of the same device. No complications reported and the patient's status was stable.